Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site as it became proud and cumbersome. The patient underwent a revision procedure wherein the ipg was moved to a more comfortable area. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.